Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs100 intra-aortic balloon pump (iabp) unit failed to automatically inflate. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10, h11. Corrected field: b3. It was being reported that during a preventive maintenance (pm) the cs100 intra aortic balloon pump (iabp) had an issue regarding the failing of an "automatic inflation" and the "average negative pressure" was too low. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had went to the site for inspection and determined that it was a pump failure. The customer was advised to replace the 5000-hour maintenance kit with no delays and no injuries were being reported. Then the fse had replaced the kit 5000 hr prevent maint - compressor kit. There is no involvement of the patient during this incident.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.